Event description:
An operating room supervisor reported that during surgery, they experienced a problem with the scissors handpiece. A different system was brought in with a delay of less than 15 mins and the case was completed. There was no harm to the pt reported.

Manufacturer narrative:
The company rep examined the system and confirmed system message (sm) "mpc (membrane peeler cutter) scissors modes are not available". The company rep replaced the mpc scissor driver printed circuit board (pcb) to resolve the intermittent system message. The system was then tested and met all product specifications. The replaced mpc scissor driver pcb is returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).